Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they were doing just fine and the next morning they woke up and there was urine all over their bed. Patient said the device wasn't working and they couldn't do anything. They said they doctor reach out to manufacturer and they advised to replace the implant. They were scheduled to replace the implant on september but they developed a cancer in their brain and they could not replace the implant until february 25th. Patient reported that their baseline symptoms returned and they lost therapy benefit. Patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional(hcp). When asked to clarify the statement, device was not working, the hcp reported that the therapy was not providing symptom control and was not caused by normal battery depletion. The cause of the device not working was not determined and the most likely cause or contributed to the issue was a possible lead migration based on xray. The steps taken to resolve the issue was that the device was removed and new lead and battery were placed on (B)(6) 2025. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2tdqw implanted: (B)(6) 2023 explanted:(B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.